Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: provided photos show the stent still loaded in the delivery system catheter, t-luer adapter detached from the slider and the slider activated and moved to the proximal end position. The delivery system sample was returned for evaluation; the stent was still loaded in the delivery system and the delivery system was detached from the handgrip. The device was activated with the trigger and the slider moved all the way to the proximal end positon. It is considered that the detachment lead to the impossibility to deploy the stent using the trigger which leads to confirmed results.based on provided photos and the evaluation of the returned sample, the investigation is closed with confirmed results for detachment, and the subsequent failure to deploy using the trigger is considered a cascading event. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding general warning, the IFU states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit" and "visually inspect the e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding accessaries, the IFU states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the iliac vein, the stent allegedly could not be released within the vessel. The procedure was completed using another device. There was no reported patient injury.